Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2018, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 33 mmol/l with no associated symptoms of hyperglycemia. The patient did not receive any treatment above and beyond the normal course of diabetes management. The reporter was unable to complete troubleshooting at the time of the call. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event while on the pump and the pump could not be ruled out as a contributing factor.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 24-sep-2018 with the following findings: review of the black box and pump history revealed the pump was delivering the programmed basal rate until 29-jun-2018 at 13:29 when the pump alarmed with a 064 call service alarm that continued to alarm until 14:54. Delivery of insulin was not resumed by the user. On investigation, the pump powered on with a notable motor noise determined to be caused by a mechanical assembly fault to the motor drive. The motor noise did not interfere with the delivery accuracy of the pump as confirmed by delivery accuracy testing. No alarms or motor errors occurred during the investigation. Unrelated to the original complaint, the battery compartment was noted to be cracked and the display dim/faded/discolored during the investigation.